Manufacturer narrative:
Dressing,wound,hydrophilic; product code: nac. Based on the available information, this event is deemed to be a reportable malfunction. The complainant was only able to provide the product name. Complainant was unable to provide the model number, lot number or product sizing information. Per the information for use (IFU), the product should only be used for seven (7) days. Product used off-label or against the contraindications or not according to the IFU. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that an aquacel ag surgical dressing was difficult to remove on a patient that had total knee replacement. Due to the difficulty in removing the dressing, the patient experienced a skin tear. It was noted the dressing was in place for two weeks before removal. The complainant could not provide the product lot or material reference number to identify the exact dressing used. No photo or additional information was provided.